Event description:
Doctor reported that during implant surgery while placing the implant, the implant mount was stripped. He also stated he was unable to tighten/unscrew implant from the bone and had to make a slot to unscrew the implant.

Manufacturer narrative:
The reported transfer mount was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates parts were seized together during use. The complaint is non-verifiable, as the reported mount was not returned, and the returned implant was too damaged from removal to functionally test. A root cause for the reported complaint could not be determined. Device brand name is unknown/not provided.